Event description:
A surgeon explanted and replaced a memory lens due to opacification in 2002. The lens was originally implanted in the patient's right eye in 1999. At a follow up visit, the patient's prognosis reported as good wtih visual acuity reported as 0.5 od. No further information is available at this time.